Manufacturer narrative:
Trackwise ID#: (B)(4). The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The scope adaptor looked to be intact with no visual defects observed. The collar of the base of the endoscope was observed to be detached from the endoscope. The eyepiece part of the scope was not observed in the photograph. No other visual defects were observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "detachment of device or device component" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. H3 other text: device not returned.

Event description:
N/a.

Event description:
The hospital reported that 7mm extended length endoscope eye piece was detached and loose. The theatre team set up a trolley with the items on and opened each item. They advised that if the black eye piece was not attached or missing it would be sent back to the sterilizer company as a problem. The theater team never removed or unscrewed the eye piece from the scope. Photo provided by complainant shows the endoscope with the collar unscrewed and detached from the device with no eye piece.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: - medical device ¿ problem code from "2306 & 1069" to "2907."

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. E1 initial reporter due to character limitations (B)(6).

Event description:
The hospital reported that 7mm extended length endoscope eye piece was detached and loose. Photo provided by complainant shows the endoscope with the collar unscrewed and detached from the device with no eye piece.

Manufacturer narrative:
(B)(4). Corrected section: d-4 unique identifier (UDI) # : (B)(4).

Event description:
N/a.